Manufacturer narrative:
The technician replaced the foot end casters to repair the bed.

Event description:
Information received indicates the foot end casters will rotate from side to side after the brake is set.